Event description:
The existing pump and sc catheter were replaced on (B)(6) 2010 (see MFR's report # 3007566237201004643). On (B)(6) 2010, the pump pocket filled with fluid. X-rays were taken; the physician determined the pump connector was pressing on the iliac crest. It was determined there was a leak at the pin connector. When the pt was in a seated position, the leak would not occur. The leak would not occur when the pt was standing or lying down. The physician repositioned the pump at the 12 o'clock position. It was reported the pt outcome was "fine".

Manufacturer narrative:
(B)(4).